Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several svt/vt episodes were oberved via merlin.net as a result inappropriate therapy was delivered. The device was reporgrammed.